Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the nurse¿s handheld device had a faulty serial cable that required specific positioning to allow intermittent communication. An analysis was performed on the returned handheld and a likely cause for the reported allegation was identified. During the analysis, it was identified that some of the sync cable connector leads were damaged and the solder connections between the sync cable connector leads and the handheld pcb were cracked. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.